Event description:
Vcare ref 60-6085-202a lot# 202007271 was opened and used in patient. Surgeon unable to use this device due to defective balloon. Another vcare was open and used. FDA safety report ID # (B)(4).